Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that the ventilators was changed out. No other anomalies were reported. The customer reported that the air inlet filter was dirty, the circulation fan runs but is dirty. The customer was then advised by the rse to replace the filters, vacuum the dust from the unit, set the unit up and allow to run for a day to verify that the 1122 is corrected, and advised the customer to complete the performance verification test (pvt). Additionally, the parts ID for a battery were provided to the customer due to battery interval requirements. Multiple attempts were made to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any parts or repairs have been conducted.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer reported a ventilator experienced high blower temperature alarm during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.